Event description:
It was reported that on (B)(6) 2020, the patient suffered from a stroke and was readmitted to the hospital. The patient underwent anticoagulant control. Visual impairment was observed and the patient was diagnosed as suspected of having a transient ischemic attack based on the clinical diagnosis. No surgery was performed. The patient was treated with heparin. The patient was on warfarin and aspirin at the time of the event. The cause of the neurological dysfunction was due to the complexity of medical management. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(4), and the report of a transient ischemic attack (tia) could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) until undergoing a pump exchange on (B)(6) 2021 (refer to MFR # 2916596-2021-00590). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including neurologic dysfunction. No further information was provided. The manufacturer is closing the file on this event.